Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error. The device would not allow the customer to complete the priming process. The customer's blood glucose was 216 mg/dl. The drive support cap was recessed. The customer stated that the device had not been dropped. The discontinuation of the device was advised. Nothing further was reported.